Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing no fluid in the reservoir. Visual examination of the sample determined that the shipping tab on the patient control module (pcm) was not removed and the slide clamp was not clamped on the tubing. An accuracy flow test was performed on the sample for 9 hours. Before the flow test, the shipping tab on the pcm was removed, as instructed by the directions for use. At the end of the flow test period, the infusor produced the following flow rates: calculated flow rate = 20.7 ml/hr, normalized flow rate = 21.3 ml/hr, specification range = 19.8 - 24.2 ml/hr. The pcm produced the following final dispensed volume: final dispensed volume = 4.97 ml, specification range = 4.25 - 5.75 ml. The infusor and the pcm produced functional results within the specification range; the devices performed as expected. The reported condition of an overinfusion was not confirmed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A labeling review found the direction insert accurate and sufficient for the use/user error identified in this incident. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that one (1) patient control module infusor device overinfused during patient use. Patient was connected to the infusor for painkiller treatment with chirocaine. There was no report of patient injury or medical intervention. No additional information.